Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a2; a3; b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B2: is required intervention is not applicable for this complaint as there is no intervention required.

Event description:
It was further reported that a k-wire became stuck in the most proximal hole of the insertion guide and was unable to be removed.

Manufacturer narrative:
PMA/510k: this report is for an unk - guide/compression/k-wires: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, we order a proximal humerus plate. It was noticed that the parts of the k-wire were broken for the proximal humerus plate. Later we open another small fragment and got a replacement part out of there. Procedure was completed successfully with a five(5) to 6 (six) minutes delay. It did not reflected the outcome of the procedure and patient is doing fine. This report is for one (1) unk - guide/compression/k-wires: trauma. This is report 1 of 1 for complaint (B)(4).